Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that residual pvl was observed prior to the infold, and the severity remained the same as it was pre-operatively. It was noted that the CT scan was performed because the infold was difficult to see on fluoroscopy, and the CT provided clear confirmation. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2023-02776 for information pertaining to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Additional codes: imf/annex f health impact code f05 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during loading, a misload was not observed. A true infold, and moderate pvl were identified on the computed tomography (CT) scan. Additionally, it was reported that a procedural delay occurred after the valve was released and poor expansion was observed requiring a post-implant bav using a non-medtronic (kaneka medix corporation) balloon. It was noted that at that time, there was no finding of an infold. Per the physician, the type 1 bicuspid valve, advanced calcification, and 34mm valve may have contributed to the infold and expansion issue. It was further reported that the expansion issue occurred upon full deployment of the valve, therefore the post-implant bav was required. Per the physician, the valve may have been infolded at that time due to the post-implant bav. It was noted that in result to the under expanded valve and pvl, the patient¿s gradient remained the same as what it was prior to the procedure. Per the physician, the patient¿s pre-operative aortic stenosis contributed to the elevated gradient, and the valve was implanted at a depth of -2 millimeter (mm) on the non-coronary cusp (ncc) and -5 mm on the left coronary cusp (lcc). No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with type 1 bicuspid valve, it was noted that due to a high degree of calcification and the bicuspid valve, sizing was difficult. The patient¿s pre-analysis indicated perimeter 89mm-90mm and a 34mm valve was selected. During the implant, the valve appeared to be poorly expanded, but the valve release was made according to the implanting physicians¿ judgement that there was no infold of the valve frame and that a final release would expand it. However, the full release resulted in expansion. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon due to residual paravalvular leak (pvl). Immediately after, there was no significant change, and the patient dynamics was quite good. The procedure was completed. Following the valve implant procedure, the appearance of infold of the valve frame was confirmed via computed tomography imaging. A post-implant gradient measured 15mmhg. A residual pvl was noted. According to the surgeon, it was possible that the infold may have occurred a short time after the post-implant bav was performed. The patient was discharged with no symptomatic problems and a follow up at the surgeon¿s outpatient clinic will be observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329; product type: 0195-heart valves; implant date ; explant date product ID: non-medtronic balloon, unknown manufacturer. Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.